Event description:
It was reported that an implanted pacemaker, when interrogated, gave the message "pacemaker memory corrupted". The pacemaker was working as normal. The device was later explanted and not replaced. No patient complications were reported due to this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the eri (elective replacement indicator) was the result of normal battery depletion. The memory error was possibly the result of an environmental condition and could have been reset without explanting the device.